Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) reached the explant indicator earlier than expected based on prior longevity estimates. Technical services (ts) reviewed the data and noted that the explant indicator was triggered due to high voltage charge times exceeding 15 seconds on multiple occasions. Engineering analysis confirmed the device is depleting normally and that this represents a secondary mechanism for reaching elective replacement indicator (eri), not reflected in standard longevity projections. A prior out-of-range shock impedance alert was also noted. Device replacement within the normal elective replacement indicator (eri) to end-of-life window was recommended. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) reached the explant indicator earlier than expected based on prior longevity estimates. Technical services (ts) reviewed the data and noted that the explant indicator was triggered due to high voltage charge times exceeding 15 seconds on multiple occasions. Engineering analysis confirmed the device is depleting normally and that this represents a secondary mechanism for reaching elective replacement indicator (eri), not reflected in standard longevity projections. A prior high out-of-range shock impedance alert was also noted. Device replacement within the normal elective replacement indicator (eri) to end-of-life window was recommended. No adverse patient effects were reported. This crt-d remains in service. Additional information was received that this crt-d was successfully explanted reached and replaced. No additional adverse patient effects were reported outside.